Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) and the operating platform (op). The system was tested and verified as ready for use. Isi did receive the op involved with this complaint to perform failure analysis. However, the suj has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to move the universal surgical manipulator (usm2). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted error 32100. The tse requested the customer to use the emergency power off (epo) but issue persisted. It was noted that the customer has disabled the usm to resolve the issue. The procedure was continued as planned with no report of patient injury. Isi followed up and confirmed that the system function fine at the beginning. System initially powered on without errors. This problem occurred at the end of the surgery, so initially it worked fine. After the robot portion of the procedure was done, arm 2 got stuck due to a broken brake in the arm.

Manufacturer narrative:
The setup joint (suj) was tested on the in-house system and functional test platform but the error was not reproduced. Error 32100 was confirmed but not reproduced. The acu will be replaced. The operating platform (op) was plugged into the system and started in normal mode. The 32100 error was replicated when the op was plugged in to the system and started in normal mode. During visual inspection, no issues were found that could be related to the reported problem.

Event description:
Refer to h11 for follow-up information.